Event description:
A surgeon reports having a pt with a decentered lens following intraocular lens (iol) implant surgery. The patient's visual acuity has decreased and the pt reports blurred vision that is better when he tilts his head to the side. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/08/2008, 05/13/2008 and 05/29/2008 by phone, fax and mail. Additional info was received 05/08/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 06/06/2008.